Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had moisture damage. The customer¿s blood glucose was 106 mg/dl. Customer stated that they went to swim with the pump and they noticed that the insulin pump was not working. The insulin pump will not be returned for analysis.